Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The stent dislodgement was not confirmed; however, the stent was noted to be mislocated on the balloon. The difficult to position with the guiding catheter was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficult to position; however the stent mislocation and damage appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was heavily calcified and heavily tortuous. A xience alpine 3.5 x 18 mm stent was advanced over the non-abbott guide wire in the 6fguiding catheter and met resistance with the proximal end of the guiding catheter. Under fluoroscopy, it was discovered the stent had come off the balloon. The balloon and the stent delivery system were removed as one unit with the guiding catheter and the guide wire. Another device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.